Manufacturer narrative:
A.1.-a.5. Patient information were not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 roller pump 150. A livanova field service engineer was dispatched the customer and error was not reproduced the field service engineer replaced the motor control card (hms0409 board). However, the error coulld also come from an occlusion set too strong. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during procedure, the s5 roller pump 150 displayed alarm fault in motor controller pump 1.there is no report of any patient injury.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2009 and no other similar event has been reported, neither concerning trend has been identified. Based on the outcome of service activity, the most likely root cause has been assigned to an electrical failure of the motor controller board. However, since the issue could not be reproduced, an user error in setting the occlusion too high cannot be completely excluded. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. However, there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.